Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer is not receiving delivery alarm on the insulin pump. The customer's blood glucose level was 600 mg/dl. The customer was treated with bolus and manual injection. The troubleshooting was performed. The customer stated that she wants another insulin pump since she feels it is not working as it should. The customer was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.